Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, after suturing the common bile duct, the surgeon passed the needle holder to the nurse and noticed there was no needle with it. The needle was found on the floor and was missing its tip. The broken tip could not be located. An x-ray was performed, but the needle was not found in the patient body. The procedure was completed with another device. There were no problems with the patient.